Manufacturer narrative:
Per the clinic, the patient underwent a second surgical procedure on (B)(6), 2012 to debride thickened skin tissue. It was reported that the patient was administered 1 gram of ancef via IV during the procedure. At this time the abutment was exchanged. As of (B)(6), 2013, the patient is reportedly using the device successfully.this report is filed (B)(4), 2013. (B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient underwent a surgical procedure on (B)(6) 2012, to debride thickened skin tissue. It was also reported that as of (B)(4) 2012, the infection had resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.